Event description:
The radiopaque band came off of the 6 fr. Sheath during a nephrostomy procedure. The dr removed the band by reassembling it to the introducer sheath and removing the sheath from the pt.